Event description:
Information was received indicating that a smiths medical administration set was implicated in a medication not being delivered to the patient. The patient was not getting comfortable. It was discovered that no medication was being delivered by viewing the medication contained despite the pump indicating medication was being delivered. There were no adverse events reported due to this event.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The most probable root cause is that the pump tube become affected after the product left shm facility. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.